Manufacturer narrative:
The subject device was manufactured in aug 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be one of the following: mechanism 1: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. The event can be detected/prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument. Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation. The device evaluation found, during the evaluation, the root part of the insertion tube was cut, and the batch number was detached. There was no extrusion and deformation in spiral tube and insertion tube sheath. When the spiral tube was pushed out of the insertion tube sheath, it was observed that the ligation ring on the distal end had fallen off and was not sent for inspection. The operation pipe was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use ligating device loop could not be detached. The device was inspected before use. The issue was found during a therapeutic endoscopic mucosal resection surgery. The procedure was completed with another device. There were no reports of patient harm.